Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: physician cannot fully advance the bypass tube into the manta sheath when using the device per IFU, half of the bypass tube remained outside the sheath, the delivery tube was advanced through the bypass tube, down the sheath until a click was heard. Successfully deployed manta and wound sealed immediately.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an impella supported pci procedure, a 14f ce manta was planned for closure. While attempting to advance the bypass tube into the sheath hub, the physician encountered moderate resistance while inserting the bypass tube through the hemostatic valve of the manta sheath. Half of the bypass tube remained outside the sheath. The physician decided to advance the delivery tube through the bypass tube and through the hemostatic valve within the sheath hub and was able to click the closure to the sheath; successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.